Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, the stapler cannot press the green button and cannot squeeze the handle. The device did not fire. A black foreign object in the staple box was also noted. Replaced by a new device to complete the case. No injury.